Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 22 events were reported for this quarter. Product return status: 19 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation.    Evaluation status: 18 events were confirmed during testing. 13 devices were found to be affected by a damaged trigger assembly. 4 devices were found to be affected by corrosion. 1 device was found to be affected by non-stryker parts. 1 device evaluation is in progress. Additional information: 22 devices were not labeled for single-use. 22 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had run-on. 17 events had no patient involvement; no patient impact. 4 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had run-on. 17 events had no patient involvement; no patient impact. 4 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 22 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation.   Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by a damaged trigger assembly.   Additional information 22 devices were not labeled for single-use. 22 devices were not reprocessed and reused.